Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided material number 309653 and lot number 0170289. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and one photo was received for evaluation by our quality team. A visual inspection was performed and embedded degraded resin was seen at the bottom part of the barrel. No other defect or imperfection was observed. The one photo provided shows the sample received. It could be possible for this defect to occur during the syringe molding process. Degraded resin inherently builds up, can break loose and be molded into components. Based on the investigation with the sample and photo sample analysis the symptom reported by the customer is confirmed. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. Syringe molding process. The embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. (B)(4).

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced foreign matter contamination. The following information was provided by the initial reporter: foreign material.